Manufacturer narrative:
Most recently information was received that confirms the rate/sense portion of this lead was surgically abandoned in a revision procedure to address the diaphragmatic stimulation issue. A second boston scientific lead was unsuccessfully attempted for implant due to non-reportable cause. A non-bsc lead was placed in lieu to provide rate/sense therapy.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead may have been chronically perforated in the patient's anatomy (unknown location to date). This issue was identified after the patient was experiencing persistent muscle stimulation and then diaphragmatic stimulation that would not resolve even after the following physician turned off the non-boston scientific epicardial lead therapy. There were no reported adverse patient effects beyond the stimulation occurring.

Manufacturer narrative:
To date, further troubleshooting was yet to be done. There was no evidence or allegation against the associated device or other leads in the device system. The investigation regarding this lead remains open.